Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, non-sustained rv oversensing was observed. Review of egm revealed high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. Programming change was made and issue was resolved.